Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, further described as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd sets had missing patient line (pull ring) caps. This was observed during setup for peritoneal dialysis therapy. It was further reported that the cap was not on the patient line but was in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.